Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing multiple pump stop alarms which were increasing in frequency. All of the external equipment was swapped and an x-ray of the lead was taken and no obvious signs of damage were seen. However, when the pt's abdomen was palpitated where the lead was, it would cause a pump stop alarm. Waveforms and log files were sent into the manufacturer for analysis. Due to the possibility of internal lead damage, a decision was made to exchange the lvad pump for another lvad pump.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.